Event description:
It was reported the insertable cardiac monitor demonstrated a false asystole episode due to possible loss of contact in the pocket. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.